Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the refrigerator could be opened freely without using pyxis, medications could be accessed through pyxis as all drawers remained locked. A field service engineer (fse) worked with pharmacy technician to confirm and verify proper operation of the helmer magnetic lock and identified that a helmer key was required for the locking mechanism. The issue was addressed in coordination with helmer, and the pharmacy technician verified that the helmer refrigerator was fully functional. The ticket was closed. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the refrigerator could not be accessed to retrieve medications using pyxis, and all drawers in the fridge were locked. The fridge indicated that it required recovery; however, after recovery, it still opened freely while the drawers remained locked, and the issue recurred. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.